Event description:
There were two central monitor banks blank. Eight patients were non-monitored for a period of time; lost partial viewing capacity. Internal facility biomed staff addressed. Also, five minutes of storage capacity lost. There was no apparent harm to patients.